Manufacturer narrative:
This report is submitted on november 8, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient developed an infection and swelling at the implant site and subsequently the device was explanted on (B)(6) 2018. Reimplantation has been scheduled but has not occurred as of the date of this report.